Event description:
During a total knee replacement, one of the pins broke off of the distal femoral cutting guide into the femur of the pt. The pin was unable to be removed and therefore was left in the pt. There was no prolonging of surgery. The pt suffered no adverse affects of the incident.

Manufacturer narrative:
The item and all of the available information has been forwarded for analysis to the manufacturer, aesculap.